Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button is intermittently unresponsive and feels flat to touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-sept-2019 with the following findings: the keypad was found to be fully intact, no peeling or damage was observed. During testing, the up, down and contrast buttons were found to be intermittently responding. The ok button was found to be unresponsive. The keypad cover was opened and there was evidence of contamination under all of the keypad button contacts. The ok button contact was found to be inverted. Unrelated to the original complaint, the display was found to be dim and discolored. The battery compartment was found to be cracked. A leak test was performed and a leak was identified in the battery compartment. Moisture was observed in the battery compartment only, other parts of the pump did not show evidence of moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.